Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrected: h6 (health effect - clinical code, health effect - impact code) previously reported no code available is now updated to e1615 for joint instability, p1905 for device revision or replacement.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for instability and dislocation. Removed the size 5, 6mm insert and implanted a new size 5, 12mm. The spine of the insert did not detach from the actual poly. The insert spun out more than 90 degrees. No surgery time was extended. No injury to patient.